Manufacturer narrative:
Updated fields: h6 - evaluation method codes; evaluation conclusion codes.

Event description:
It was reported that a dissection was identified during arterial sheath insertion. An enroute transcarotid neuroprotection system was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. A dissection was identified during arterial sheath insertion requiring an additional stent to fully cover the dissection. The patient was stable post procedure.

Event description:
It was reported that a dissection was identified during arterial sheath insertion. An enroute transcarotid neuroprotection system was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. A dissection was identified during arterial sheath insertion requiring an additional stent to fully cover the dissection. The patient was stable post procedure.